Event description:
It was reported that a pt presented in clinic during follow up due to the pt notifier going off for non sustained lead noise (nsln). The nsln was caused by post-paced t-wave oversensing on the ventricular lead. The pt did not receive therapy. The device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.